Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator due to high battery impedance shortly after software was downloaded in ipg. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(4)-2011, prior to explant. Ramware version 8 was installed on (B)(4)-2011. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(4)-2011, prior to explant. Ramware version 8 was installed on (B)(4)-2011. (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. The device is part of the advisory for this model.